Manufacturer narrative:
As it is unknown which aortic extender component (pla230300j/17363716 or pla230300j/17363703) was involved with the event both devices will be include in this report. (B)(4). The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states, using fluoroscopy, confirm final device position and deploy the aortic extender using a steady and continuous pull of the deployment knob to release the endoprosthesis. As it was reported, the device was deployed utilizing a rapid deployment technique, the deployment of the aortic extender component was performed not in accordance with the gore® excluder® aaa endoprosthesis instructions for use. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states, do not cover significant renal or mesenteric arteries with the endoprosthesis. The IFU states that adverse events that may occur and/or require intervention include, but are not limited to improper component placement, occlusion of native vessel and endoleak.

Event description:
On (B)(6) 2018, the patient underwent endovascular treatment of an abdominal aortic aneurysm and a right common iliac artery aneurysm with a combination of medtronic endurant¿ bifurcated sent grafts and gore® excluder® aaa endoprostheses. According to the report, the gore® excluder® iliac branch endoprostheses, iliac branch and internal iliac components, were successful positioning and deployment to treat the right common iliac artery aneurysm. Next, the endurant¿ bifurcated sent graft (main body) was implanted below the right renal artery and an endurant¿ limb deployed as the bridging component between the iliac branch component and the endurant main body. Finally, a gore® excluder® aaa contralateral leg component was placed within the patient¿s left iliac artery. It was reported, intra-procedural angiography identified a ¿severe¿ proximal type I endoleak with right renal artery occlusion, reportedly caused by the implantation of the endurant bifurcated sent graft. According to the report, the proximal portion of the endurant device was unable to obtain seal due to an angulated proximal neck (degree of angulation is reportedly unknown). To treat the endoleak, the physician elected to place a gore® excluder® aaa aortic extender component proximally within the metal stent portion of the endurant device. Reportedly, the endoleak was not resolved. As it was reported the endoleak persisted, another aortic extender component was rapidly deployed proximally. According to the report, the rapid deployment of the endoprosthesis resulted in the device ¿jumping¿ proximally and unintentionally covering the left renal artery ostium. In order to restore perfusion to the left renal artery, a gore® viabahn® endoprosthesis was deployed within left renal artery as part of a snorkel procedure. To restore perfusion to the occluded right renal artery, reportedly the physician attempted to cannulate the right renal artery utilizing a guide wire. According to the report, during the cannulation of the right renal artery the aorta was penetrated by the guide wire. Reportedly, after failing to successfully cannulate the right renal artery, the physician elected to conclude the procedure with no additional treatment performed to repair the aorta. Final angiography showed the right renal artery remained occluded, however the left renal artery was reportedly patent. Imaging also identified evidence of a suspected type IV or proximal type I endoleak originating from the endurant graft. According to the physician, the two aortic extender components were unable to obtain circumferential device apposition to the aortic wall due to being implanted within the endurant graft. The patient was reported to have tolerated the procedure without any further complications.

Event description:
On (B)(6) 2018, the patient underwent endovascular treatment of an abdominal aortic aneurysm and a right common iliac artery aneurysm with a combination of medtronic endurant¿ bifurcated sent grafts and gore® excluder® aaa endoprostheses. According to the report, the gore® excluder® iliac branch endoprostheses, iliac branch and internal iliac components, were successful positioning and deployment to treat the right common iliac artery aneurysm. Next, the endurant¿ bifurcated sent graft (main body) was implanted below the left renal artery and an endurant¿ limb deployed as the bridging component between the iliac branch component and the endurant main body. Finally, a gore® excluder® aaa contralateral leg component was placed within the patient¿s left iliac artery. It was reported, intra-procedural angiography identified a ¿severe¿ proximal type I endoleak with left renal artery occlusion, reportedly caused by the implantation of the endurant bifurcated sent graft. According to the report, the proximal portion of the endurant device was unable to obtain seal due to an angulated proximal neck (degree of angulation is reportedly unknown).to treat the endoleak, the physician elected to place a gore® excluder® aaa aortic extender component proximally within the metal stent portion of the endurant device. Reportedly, the endoleak was not resolved. As it was reported the endoleak persisted, another aortic extender component was rapidly deployed proximally. According to the report, the rapid deployment of the endoprosthesis resulted in the device ¿jumping¿ proximally and unintentionally covering the right renal artery ostium.

Manufacturer narrative:
Event description corrected - the left renal artery was covered by medtronic endurant¿ bifurcated sent graft and the right renal artery was covered by the gore® excluder® aortic extender component.